Manufacturer narrative:
The device was received motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to constant motor error alarm. Unable to verify button unresponsive due to constant motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was 600 mg/dl at the time of the incident and treated with manual injection. No high blood glucose troubleshooting was performed. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. Customer reported a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.